Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical center regarding a check heater line alarm. The home patient (hp) ended therapy, stayed connected and repeated set up while connected. The technical service representative (tsr) advised the hp that she cannot do setup while being connected and would need to start over with new supplies. The tsr assisted the hp to end therapy. The hp would start over with new supplies. The homechoice was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a use error; therefore, the sample was not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.